Event description:
The customer performed a blood glucose test and received a result of 300 mg/dl. The customer dosed 3 units of insulin and ate dinner. 30 minutes later they received a result of 67 mg/dl. An ambulance was called because the customer was unresponsive. Emergency medical technician's advised to test again and they did and the result was 69 mg/dl. Emergency medical technician's arrived and received a result of 20 mg/dl. The customer was given a tube of sugar and was taken to the hospital where they were observed until their blood glucose level went up. No controls were in use. A request was made for the return of the suspect device and replacement was sent.